Manufacturer narrative:
Evaluation summary: all batches were released according to the required specifications and all initial testing results were within specification. No product returned for evaluation. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause of the adverse event related complaint include a solution quality issue, but this is unlikely; chemistry and microbiology data must met requirements prior to release of product. Additional information has been requested but not received to date. (B)(4)

Event description:
A pharmacist reported through national competent authority that a patient experienced postoperative corneal edema with descemet membrane folds one day after surgery. The affected eye was the left eye (os). The patient wore an eye shield. Additional information has been requested but not received to date. This is one of four reports being filed for the same facility. This report is for the patient whose event occurred on (B)(6) 2014.